Event description:
Reporter indicated that during the vns lead and generator replacement surgery on (B)(6) 2013, the new vns generator was attached to the resident lead and resulted in high lead impedance. This ruled out a pin issue and makes a lead fracture the more likely cause of the high impedance. A new lead was implanted along with the new generator, and subsequent diagnostics were within normal limits.

Event description:
Reporter indicated a vns patient presented with high lead impedance and end of service at an office visit on (B)(6) 2013. The patient had no known trauma. Vns diagnostics were last within normal limits on (B)(6) 2012. X-rays were not performed. The patient had vns generator and lead replacement surgery performed on (B)(6) 2013. The explanted devices will not be returned per the hospital's policy. Attempts for additional information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.